Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, the query identified no other incidents reported for gripper actuation issues from this lot. Based on the available information the cause of the reported gripper actuation issue cannot be determined. The reported difficult leaflet grasping is a cascading effect of the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The first clip was successfully deployed. A second clip delivery system (cds) was advanced to the mitral valve to further reduce mr. Grasping was difficult, the anterior gripper did not lower during grasping. Troubleshooting was performed (lock/unlock clip, raise/lower grippers) but was unsuccessful. Then the black lever was unlatched to perform independent grasp, but the anterior gripper still would not come down. The white knob was tightened, and the anterior gripper finally came down. The clip was deployed and remained stable on both leaflets. Mr was reduced to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.